Manufacturer narrative:
On 12mar2021, additional information was received from the patient (pt). The pt reported wearing the acuvue® oasys® 1-day for astigmatism with hydraluxe¿ technology brand contact lens (cl) during the event and not the acuvue oasys®1 day with hydraluxe¿ technology brand cl as originally reported. The pt noted experiencing the corneal ulcer os after waking up with a red eye. The pt advised it ¿went away¿ after receiving treatment. The pt refused to provide the treating eye care provider¿s contact information. No further information was received. If any further relevant information is received, a supplemental report will be filed. H3 other text: the product availability is unknown.

Manufacturer narrative:
The product availability is unknown.

Event description:
On (B)(6) 2021 a patient (pt) reported a diagnosis of a corneal ulcer on the left eye (os) while wearing the acuvue oasys®1 day with hydraluxe¿ technology brand contact lens (cl). The pt developed a corneal ulcer while trialing cls for the os. The eye care provider (ecp) advised the pt that the ulcer was due to falling asleep in the suspect cl. The pt reported the os has healed and is currently fine. No further information was received. The date of event is unknown. Multiple attempts have been made to contact the pt for additional medical information and suspect product information. No further information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified by the pt¿s treating ecp. The availability of the suspect os cl is unknown. The lot number is unknown. No further investigation can be conducted at this time. If any further relevant information is received, a supplemental report will be filed.